Event description:
Info rec'd indicates that pump looks like it does not infuse total dose. Pt called their provider and stated that there still appeared to be approx 1000ml left in the bag but the pump alarmed infusion complete. It is unk if the pump will be returned to moog at this time. Rate and dose are 150 ml/hr and 1650.

Manufacturer narrative:
Device was not returned.